Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's system controller indicated a red heart alarm and then stopped working. The hospital staff switched the patient to the back-up system controller without any further issues.

Manufacturer narrative:
The suspect system controller was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. 9